Event description:
The customer reported that the au680 clinical chemistry analyzer generated 4 abnormal results. Total protein (tp), and albumin (alb) were identified as 2 of the assays among the 4 results. No erroneous results were reported out of the lab. The customer confirmed that there was no impact to patients. Quality control (qc) was within lab-established ranges at the time of the event. Customer stated they had determined 4 results as being erroneous, but data was only provided for 2 of these.

Manufacturer narrative:
While troubleshooting the high results, the customer identified that all were generated in cuvette position number 115. Customer replaced the cuvette. Customer then repeated all samples that had previously been run in that cuvette position. Field service engineer evaluated the system and confirmed that all cuvettes on the system were correct. Customer supplied fse with cuvette that had been removed. Further investigation identified that the wrong size cuvette had been on the system in position 115. The wrong size cuvette had been installed at beckman coulter manufacturing prior to analyzer shipping to the customer. Cuvette replacement resolved the issue for the customer. No further issues have been reported. (B)(6).